Event description:
The manufacturer received information alleging a ventilator's alarm was not working properly. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's alarm was not working properly. There was no harm or injury reported. The device was tested at the homecare company and was found to operate and alarm as designed. No malfunction of the device was observed.